Event description:
The technician alleged that the hi/low was not functioning on the bed. No pt impact.

Manufacturer narrative:
The technician found fluid inside the power control board. The technician replaced the power control board to resolve the issue.